Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system and other applicable components are: product ID: 3093-28, lot#: v220469, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4) pertain to product ID: 3023, serial#: (B)(4) product type: implantable electrical stimulator. (B)(4) pertain to product ID: 3093-28, lot#: v220469, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had issues and problems with their hip and lower back that started about a year after they were implanted. The patient¿s healthcare provider (hcp) surgically revised the ins site location to the upper left part of the patient¿s back and replaced the system with a new ins and lead; the existing lead was left abandoned. The repositioned system did not resolve the hip and lower back issues and an hcp suspected the leads were causing the issues with the patient¿s hip and back. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they had not seen the patient regarding this issue or within the last year.